Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma.

Event description:
On (B)(6) 2016, the patient underwent treatment of a thoraco-abdominal aortic aneurysm with gore® tag® taa endoprostheses using a 24fr gore® dryseal sheath with hydrophilic coating. It was reported there was a resistance inserting the sheath into the external iliac artery. After the stent grafts were implanted, when the physician removed the sheath from the patient, the origin of the right external iliac artery was injured by the sheath. An excluder leg component was implanted in the right external iliac artery to treat the injury. The patient tolerated the procedure. Reportedly, the patient external iliac artery was narrow and calcified.